Event description:
It was reported the patient could not increase stimulation to the level she desired. Diagnostic testing revealed invalid impedance readings on all lead contacts. X-rays showed lead migration. The patient may undergo surgical intervention at a future date to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.